Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had experienced oversensing which caused brady inhibition. Noisy ventricular electrograms were also noted. The oversensing and brady inhibition was resolved by re-programming the device (making less sensitive). No further problems have been encountered.